Event description:
End user reported that the suction cups on her unknown transfer bench are not holding. Also reported that the textured seat is casing a suction issue on her skin, is sticking to her like a leather chair would. The end user states she was injured by the device, then states it did not tear the skin, but caused her pain. No alleged medical intervention.